Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified ear nose and throat (ent) surgical procedure, it was observed that the motor device would not lock the burr device in place. The reporter stated that the cutter device was not the issue. According to the reporter, the device did not come in contact with the patient. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not secure the cutter device during repair. It was further observed that there was debris inside of the driveshaft, preventing the cutter device from locking in. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, (not following the dfu), which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.